Event description:
Pt reported obtaining a blood glucose result of 342 mg/dl, while using the suspect device. Based on this result, pt reportely delivered 10 units of insulin lispro. Pt stated that, one hour later, she retested her blood glucose and obtained a result of 333 mg/dl. Pt delivered an additional 10 units of insulin (type not provided). Shortly thereafter, pt reportedly experienced hypoglycemic symptoms: "going out and had blurry vision." Pt self-treated by wating peanut butter and jelly. No medical intervention quality control testing of the suspect product the following day. The level 2 control solution tested outside of the acceptable range. Technical support requested the return of the range. Technical support requested the returon of the suspectproduct and replacement product was shipped.